Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment was not given for the event and the patient¿s outcome was unknown. At the time of this report, removal of the patient¿s catheter was being planned; however, the action taken with pd therapy was not reported. No additional information is available.